Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of flurouracil (2.184mg/ml). The flurouracil was intended to infuse at a rate of 43.5ml/hour with a total volume to be infused of 1052ml. The customer indicated 289ml infused over 6.6 hours. The patient did not exhibit any symptoms and vital signs were normal. The patient reported they "felt fine". The patient received additional monitoring following the event.

Event description:
It was reported that there was an over infusion of flurouracil (2.184mg/ml). The flurouracil was intended to infuse at a rate of 43.5ml/hour with a total volume to be infused of 1052ml. The customer indicated 289ml infused over 6.6 hours. The patient did not exhibit any symptoms and vital signs were normal. The patient reported they "felt fine". The patient received additional monitoring following the event.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : medical device serial #, returned to manufacturer on additional information : concomitant med prod data, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.